Event description:
The customer reported the device displayed a red x in the ready for use indicator with a chirp and failed to power up. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer removed the device displayed a red x in the ready for use indicator with a chirp and failed to power up. There was no report involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.